Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation:a review of the provided information by a clinical consultant noted: based upon available information it is not possible to establish a root cause of failure. X-rays would be required to solve this problem to evaluate component position and other potential issues. Based upon current information we may conclude that it would be very likely that failure was procedure-related with regard to suboptimal wound biology after a previous infection but there remains an element of uncertainty that could be solved with x-ray analysis. Device-related factors are clearly not present. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that femoral stem loosened/subsided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that femoral stem loosened/subsided.